Event description:
It was reported that the patient developed a ventriculoperitoneal (vp) shunt infection due to the spread of infectious enteritis, which also spread into the intraspinal space resulting in meningitis. The patient showed elevated white blood cell (wbc) and c-reactive protein (crp) counts on (B)(6) 2012. The date of onset of the infection was (B)(6) 2012. The patient was given meropen from (B)(6) to (B)(6). A cerebrospinal fluid (csf) examination was performed and the bacteria were also detected in the csf which resulted in the removal of the pump and catheter for safety on (B)(6) 2012. Due to the patient's hydrocephalus, ventricular drainage was extracted. The physician denied relationship to the intrathecal therapy. The infection lessened on (B)(6) 2012 and the patient recovered on (B)(6) 2012. On (B)(6) 2012 a vp shunt was performed. The device system was used to deliver gabalon.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).